Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a1, a3a, b3, b5, d4 (lot, catalog, primary UDI number), h4 corrected: d1, g1, h6 (health effect - impact code & health effect - clinical code) h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot a manufacturing record evaluation was performed for the finished device product code: 02.226.224 product code mentioned 02.226.216 not related to the lot. Lot number: 7959p36 it was electronically reviewed and the following non-conformance has been observed: (B)(4) wrong drawing number was referenced on babteq system the nonconformance is unrelated to the reported complaint condition. The product was released on: 24-nov-2023 manufacturing site:jabil grenchen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the patient in good condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date hallux valgus correction is performed with the proper surgical technique, but the screw has great difficulty in inserting the screw head in the cortical, which generates a risk of fracture or that the screw does not have a good grip of the osteotomy. The specialist states that the same thing always happens to him during this procedure. There was a delay in the procedure, the specialist was displeased, the surgery ended successfully. Description of the effect on the patient: increase of the surgical time and prolongation of the anesthesia for approximately 15 minutes.